Manufacturer narrative:
Additional information was received that the leads and clik anchors were damaged during the explant procedure and were discarded by the physician. The leads and clik anchors were not expected to be faulty. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced excessive soreness at their lead insertion site on their spine. Inspection revealed that the patient's clik anchors were too superficial and causing problems. The patient underwent a revision procedure wherein their clik anchors were implanted deeper. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure wherein all of the devices were removed due to continued pain at the clik anchor and lead insertion sites. No malfunction was suspected. Additional suspect medical device components involved in the event: model #: sc-2218-70 serial # (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient experienced excessive soreness at their lead insertion site on their spine. Inspection revealed that the patient's clik anchors were too superficial and causing problems. The patient underwent a revision procedure wherein their clik anchors were implanted deeper. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient experienced excessive soreness at their lead insertion site on their spine. Inspection revealed that the patient's clik anchors were too superficial and causing problems. The patient underwent a revision procedure wherein their clik anchors were implanted deeper. The patient was reportedly doing well postoperatively.